Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4cm in diameter abdominal aortic aneurysm. The proximal neck was 29 mm in diameter and 12 mm in length. It was reported that on the final angiogram, a proximal type I endoleak was observed coming from the greater curvature of the aortic neck. Per the physician, the patient's vessel condition of the proximal aortic neck was angulated with thrombus causing the stent graft to not fully adhere to the vessel wall at the greater curvature. There was no procedure error or device selection. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.